Event description:
As reported through the partners I clinical trial, the patient expired more than 6 months post transcatheter aortic valve replacement (tavr). At the time of the initial report, the cause of death was unknown. Additional investigation revealed the following: according to the patient's medical records and the clinical trial database, the patient had a complicated post-op course including pneumonia, chf, pleural effusions, also with a history of chronic afib, htn, cad. Due to her fall risk, the patient's coumadin for stroke prevention in the setting of afib was discontinued and substituted with aspirin. Approximately 4 months later the (nine days prior to expiration) the patient experienced an embolic stroke, with left-sided hemiparesis and slurred speech; was in the window for tpa, however the family declined. Five days later she was admitted for hospice care, and expired shortly thereafter.

Manufacturer narrative:
The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, permanent or transient neurological events are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. However, there are multiple factors that could cause or contribute to stroke. Major risk factors for stroke include htn, atrial fibrillation, diabetes, family history of stroke, high cholesterol, increasing age, smoking, and race. Although the exact cause for the reported event cannot be confirmed, the patient's co-morbidities (i.e. Htn, atrial fibrillation, high cholesterol) and increasing age may have contributed to the event. Additionally, per report, the patient had recently discontinued use of coumadin, which may have increased her risk of stroke. At this time, no allegation has been made against the valve, and there is no evidence that the device caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.